Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no system related anomalies found and all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. The surgeon reported that the tear was not radial but at an oblique angle, approximately 180 degrees from the main corneal incision. It is unknown if the surgeon used the standard continuous curvilinear capsulorhexis (ccc) surgical technique to remove the capsulotomy disc. The catalys system performed as design; however the cause(s) of the anterior capsule tear is unknown.

Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system subsequently experienced an anterior capsule tear in the operating room (or) during the surgical procedure to remove the cataract. The surgeon noted the capsule tear during irrigation/aspiration (I/a). No medical intervention and/or additional complication were reported.